Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump had unresponsive buttons due to corroded keypad traces. No constant beep or button error alarms were noted. The displacement test could not be performed due to the unresponsive buttons. The insulin pump had a cracked case at a display window corner, cracked battery tube threads, a cracked belt clip slot at battery tube threads area and a cracked reservoir tube lip.

Event description:
It was reported that customer's insulin pump was beeping constantly and staying button error. The battery was changed, but the device still says a button was pressed for three minutes. The alarm cannot be cleared. There were no significant events leading to the alarm. Customer's blood glucose was 3.9 mmol/l. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.